Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: sample issue. Manufacturer contacted customer with follow up phone calls to know whether the symptoms persist; unable to talk to customer. Product notification letter sent. (B)(4).

Event description:
Consumer reported complaint for e-5 error, the e-5 is a test strip error, that could means customer may have very high blood glucose result. The e-5 occurred when the blood sample was absorbed. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. During the call on (B)(6) 2016, the customer stated that knew the blood sugar levels were high as customer had symptoms of dry mouth, fatigue, thirst, blurred vision and frequent urination. Customer was advised to seek medical attention but declined. During the call on (B)(6) 2016, the customer performed a blood test that produced result of e-5 newly; customer then opened up another box of the same lot number of strips and attempted a retest and received a result of e-5 again. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/25/2018 and open vial date is (B)(6) 2016. The meter memory was not reviewed for previous test result history. (B)(6). The customer had not made any recent changes to diet or medication.